Manufacturer narrative:
System history shows that the laser was verified successfully prior to and after the date of event. A root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria (B)(4).

Event description:
A surgeon reported a patient who is seeing rainbow blur and glare post lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.